Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure, an intellanav stablepoint oi catheter was selected for use. During flushing, not all irrigation ports seemed to be opened. As a result, this catheter was replaced. No patient complications were reported. This catheter is expected to be returned for laboratory analysis.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure, an intellanav stablepoint oi catheter was selected for use. During flushing, not all irrigation ports seemed to be opened. As a result, this catheter was replaced. No patient complications were reported. This catheter has been returned for laboratory analysis. Additional information indicated that the procedure outcome was good. There were no patient complications.

Manufacturer narrative:
The intellanav stablepoint oi catheter was returned to boston scientific for laboratory analysis. Visual inspection did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Pressure testing was performed to identify any potential leak paths and confirmed that the parameters were within specifications. Functional testing was performed with the catheter attached to an external pump to determine saline flow. The flow was consistent and free of particulates during testing. Laboratory analysis was unable to confirm the reported clinical observations; the catheter passed all relevant testing.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure, an intellanav stablepoint oi catheter was selected for use. During flushing, not all irrigation ports seemed to be opened. As a result, this catheter was replaced. No patient complications were reported. This catheter has been returned for laboratory analysis.